Event description:
Depuy hip replacement device is making noise and depositing cobalt of 84.8 mg/ml into her blood stream. The device pops and it sounds like metal on metal when she bends down, and causes pain. This has been going on ever since the device was implanted in 2005.